Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effect of thrombus is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. The perclose proglide instructions for use (IFU), indication for use, states: for access sites in the common femoral vein using 5f to 24f sheaths. For venous sheath sizes greater than 14f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. It should be noted that the electronic perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This was reported as a venotomy closure of 2 puncture sites on the right common femoral vein after a leadless pacemaker procedure. Femoral imaging was not performed. One puncture site was closed with one proglide using an 8f sheath. The second puncture site was closed with 2 proglide devices using a 14f sheath that was upsized to a 25f. Reportedly, the next day, the patient presented with a deep vein thrombosis (dvt). A thrombectomy was performed to treat the dvt. Hemostasis was achieved via surgery. A clinically significant delay due to the additional surgery was reported. Although there were no issues found with the devices, the physician believes the thrombosis was due to the use of the proglides; however, it could not be determined which of the 3 devices caused or contributed to the adverse patient effects. No additional information was provided.